Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and determined that o-ring, buna-n and regulator, high pressure helium had damage and replaced the same to resolve the issue. Fse also replaced special seal and cable tie, 3.9 inch/99 mm and relaced primary 9v battery alkaline as it is expired. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Event description:
It was reported that in-between cases) , the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient involvement.